Event description:
Major pump unit(s) involved: drive unit failure. Additional text: bend relief disconnect per x-ray. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief disconnect per x-ray. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure.specify component(s) involved: outflow graft malfunction/malposition.